Manufacturer narrative:
The customer reported that when using the elo monitor, the software on the central nurses station (cns) reboots. The cns was brought in for evaluation last year for the same issue, however it passed all inspections. Changing the monitor resolved the issue. When the customer switched the monitor back to the original elo monitor, the issue recurred again. Customer would like pricing on a new cns.

Event description:
The customer reported that the central nurses station (cns) is causing the software to reboot.